Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was unable to start or power on. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump was received with no button response at the bolus, esc, act, up arrow or down arrow buttons due to an unlocked connector on the lcd board. Unable to perform any tests due to buttons unresponsive. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked end cap and minor scratches on the display window.